Event description:
On (B)(6) 2024, a patient in united states of america underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient was hospitalized overnight due to post operative low blood pressure and abdominal pain. There was no information provided on interventions performed for the reported events.

Manufacturer narrative:
The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of e2402 was used to capture "post procedural complications of low blood pressure and pain." If any further relevant information is identified or obtained, a supplemental medwatch will be filed.